Event description:
It was reported that the pacing capture threshold on the right ventricular lead increased leading to complete loss of capture. During the lead revision procedure, the set screw for the lead came out of the header of the device. The device was then explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. It was noted that the setscrew was missing part.